Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. The following sections have been updated b3, h2, and h10. According to the customer the reported phenomenon was observed prior to a procedure. The device was not used on patient.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the touch panel was not functioning due to a faulty cp board (control board). The faulty parts need replacement to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the visera elite ii video system center touch screen display does not switch on after powering on the video processor. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty control board could not be determined. Olympus will continue to monitor field performance for this device.